Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the monitor and monitor support of a mavig portegra 2 (pt2) suspension arm (non-philips product) became detached and fell while being manipulated for cleaning after a covid 19 patient was in the brilliance 16 CT system scan room. The monitor/monitor support contacted a cleaning staff member on their back resulting in a small contusion. A philips customer service manager (csm) confirmed no medical intervention was required in response to the event. Based on the available information, this issue has been initially determined to be a reportable event and will be reviewed by the safety officer for final reporting determination.

Manufacturer narrative:
The issue reported was that the monitor and monitor support of a mavig portegra 2 (pt2) suspension arm (non-philips product) became detached and fell while being manipulated for cleaning after a covid 19 patient was in the brilliance 16 CT system scan room. The monitor/monitor support contacted a cleaning staff member on their back resulting in a small contusion. A philips customer service manager (csm) confirmed no medical intervention was required in response to the event. The system was not in clinical use when this occurred. The philips field service engineer (fse) went on site to evaluate and reported that the monitor bracket did not become fully detached; it remained connected to the support arm by the monitor connection cables. The mavig support arm and monitor bracket were installed with the CT system in 2005 by the philips installation team and are serviced by philips. The monitor (190p6eg) has a weight of 8 kg and was approximately 1.70 meters off the floor when the failure occurred. The fse installed a new support arm according to the mavig service manual. All available information, images, and failed parts were sent to mavig for investigation which concluded that the issue is due to a faulty installation. The monitor frame was not installed correctly in the way, that it was not fully inserted into pt2 spring-arm. All of the complaint information, including mavig¿s findings and failed parts, were sent to philips engineering which concluded the following: according to field information and wearing pattern, this issue was caused by missing of the safety spring which is a key component to connect the philips monitor bracket to the mavig spring arm due to incorrect installation instructions in the philips manual. The probable cause was incorrect installation of the monitor bracket to the mavig suspension arm due to incorrect installation instructions. Internal cross reference: complaint (B)(4).